Manufacturer narrative:
(B)(4). Event date: the date of the onset of peritonitis was unknown however on (B)(6) 2015 the patient was hospitalized for peritonitis, but was not diagnosed with having peritonitis until unknown date during hospitalization. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy and subsequently died. The patient was hospitalized for peritonitis. The cause of peritonitis was unknown. Treatment for the peritonitis included intravenous vancomycin for eight days. During hospitalization, pd therapy was discontinued and the patient was going to transition to hemodialysis. On the eighth day of hospitalization, the patient died. The cause of death was reported as cardiac arrest. The patient was not connected to the homechoice device at the time of death. It was reported the peritonitis was not resolved prior to death. It was reported an autopsy was not performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.